Event description:
Customer reported that the buttons on the insulin pump were sticking. Customer stated that the buttons started sticking during bolus. Blood glucose level at the time of the call was 100 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. All buttons functioned properly. However, moisture damage was noted on the keypad traces.